Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was in the customer's pocket and it became cracked and unresponsive. Customer's blood glucose was approximately 114 mg/dl. Reportedly, customer consulted with health care provider regarding backup insulin therapy.